Event description:
It was reported that after entering meal announcements on the ilet, the user experienced post-meal low blood glucose, with readings down to 60 mg/dl, and the user reported inconsistent meal patterns and reduced carbohydrate entries due to fear of hypoglycemia. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included data synchronization, troubleshooting, and education by support personnel. Investigation of this case revealed no device alerts or alarms and no device malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.